Event description:
It was reported that the lead was oversensing and had low impedance. The lead was partially explanted and replaced. No patient complications have been reported as result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.